Event description:
The manufacturer received information alleging the device failed a pressure verification test step during testing. There was no harm or injury reported. Service quote provided for onsite service to replace the three-way solenoid valve and the proportional valve.